Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of insulin could not be confirmed from the log analysis and could not be replicated through device testing. ¿ the inspection and testing of the pump module did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. O per product labeling, alaris system user manual (v9.33), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. O the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ the retrieved associated device logs showed on 27sep2024 at 4:51 pm, an infusion of insulin at 100 units /100 ml was programmed and started on the suspect pump module s/n: (B)(6). The infusion was programmed at a rate of 8.5 ml/h. The volume to be infused (vtbi) was set at 50 ml. ¿ the programmed infusion finished on 28sep2024 at 1:08 am. At 1:09 am, the vtbi was modified to 25 ml and the infusion was started. ¿ between 2:07 am and 2:28 am, the infusion was paused four (4) times, and five (5) air in line alarms were observed. ¿ at 2:29 am, the channel off key was pressed and the infusion was stopped. At 2:35 am, the previous infusion was restored and started with the remaining vtbi of 14.548 ml. Two (2) minutes later the channel off key was pressed again stopping the infusion, followed by a safety clamp open alarm three (3) minutes later. ¿ the infusion was restored and started again at 2:42 am, with the remaining vtbi of 14.258 ml. At 3:09 am, an air in line alarm was observed, followed by a pause key press. One (1) minute later, the channel off key was pressed. ¿ at 3:27 am, the channel off key was pressed and, at 3:29 am, the infusion was restored and started with the remaining vtbi of 10.547 ml. This was followed by an auto-restart and an occluded patient side alarm. One (1) minute later, a safety clamp open alarm was observed, followed by a restart key press and a door closed alarm. The infusion started after the alarm. Two (2) minutes later, the channel off key was pressed and the infusion was stopped. After a channel select and a channel off key press, the unit was removed at 3:36 am. ¿ the unit was reattached at 4:00 am and, at 4:01 am, the infusion was restored with the remaining vtbi of 10.163 ml, followed by an infusion auto-restart, a door open alarm and a check IV set alarm. Then, the pause key was pressed, pausing the infusion. The channel off key was pressed at 4:08 am. The user attempted to set up an infusion for ¿pip/tazo extend inf¿ and then for ¿maintenance ivf¿ but both were cancelled by the user. The channel off key was pressed again. ¿ the suspect pump module was recorded removed at 4:12 am. O it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Root cause: the root cause of the reported over infusion of insulin was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification. Note that this report lists imdrf annex a0401, a0404, a1801, g02017, g0405206, g04088, c07, c0601 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported a new bag of insulin (100 units/100ml) with low-sorb tubing was scanned and programmed at a rate of 8.5 units/hr. Rate and concentration double checked and signed by 2 clinicians at 0244. At 0312, primary clinician checked patient's blood sugar which was noted to be 53mg/dl, however previous blood sugars had been stable at current insulin rate all evening. Provider was made aware. Patient was treated juice, crackers as well as dextrose 50. Patient placed on a dextrose 10 drip and blood sugar returned to baseline. Clinician discontinued current insulin infusion on pump module and hung a bag of normal saline. Tubing placed to run into the sink. Upon watching the pump module pull fluid from the bag, at first it was going at proper rate, within a few minutes pump module began running at a "very fast rate" without any manipulation. The display still showed proper programming. Pump stopped and started again and the same events occurred.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a new bag of insulin (100 units/100ml) with low-sorb tubing was scanned and programmed at a rate of 8.5 units/hr. Rate and concentration double checked and signed by 2 clinicians at 0244. At 0312, primary clinician checked patient's blood sugar which was noted to be 53mg/dl, however previous blood sugars had been stable at current insulin rate all evening. Provider was made aware. Patient was treated juice, crackers as well as dextrose 50. Patient placed on a dextrose 10 drip and blood sugar returned to baseline. Clinician discontinued current insulin infusion on pump module and hung a bag of normal saline. Tubing placed to run into the sink. Upon watching the pump module pull fluid from the bag, at first it was going at proper rate, within a few minutes pump module began running at a "very fast rate" without any manipulation. The display still showed proper programming. Pump stopped and started again and the same events occurred.

Manufacturer narrative:
Additional information: manufacturer narrative. Note that this report lists imdrf annex a0401, a0404, a1801, g02017, g0405206, g04088, c07, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported a new bag of insulin (100 units/100ml) with low-sorb tubing was scanned and programmed at a rate of 8.5 units/hr. Rate and concentration double checked and signed by 2 clinicians at 0244. At 0312, primary clinician checked patient's blood sugar which was noted to be 53mg/dl, however previous blood sugars had been stable at current insulin rate all evening. Provider was made aware. Patient was treated juice, crackers as well as dextrose 50. Patient placed on a dextrose 10 drip and blood sugar returned to baseline. Clinician discontinued current insulin infusion on pump module and hung a bag of normal saline. Tubing placed to run into the sink. Upon watching the pump module pull fluid from the bag, at first it was going at proper rate, within a few minutes pump module began running at a "very fast rate" without any manipulation. The display still showed proper programming. Pump stopped and started again and the same events occurred.